Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited low defibrillation impedance. During explant procedure, the implantable cardioverter defibrillator was also explanted and replaced due to battery advisory. The patient was in stable condition throughout the event.